Manufacturer narrative:
Product analysis could not be performed since the catheter was not returned to bwi for investigation. DHR review could not be performed since the lot number was not provided by the customer. Concomitant product: lasso catheter us catalog and lot #: unknown. Carto system us catalog and serial #: unknown (currently following up with the account to get the information of the system). (B)(4).

Event description:
It was reported that during an a-fib procedure, while a procedure was performed with stereotaxis, the patient experienced an atrial tachycardia that was mapped to the right atrial appendage after isolation of the pulmonary veins. The catheter was dislocated during energy delivery at the base of the raa and the av node was damaged. A pacemaker was implanted to the patient to compensate the impaired av conduction with a good prognosis. The outcome of this event was reported as fully recovered. The physician's opinion regarding the causality of the event was procedure related. There was a small delay to the presentation of the catheter in carto. The rmt thermocool catheter was connected to the cardiodrive and the lasso catheter (probably a 20 mm lasso) was connected to the v-drive.